Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's heart anatomy was rotated. Trans-septal puncture (tsp) was performed mid-inferior. A watchman access system (was) double curve fxd was positioned, and a 20mm watchman flx laa closure device & delivery system (wds) were advanced. The 20mm wds was deployed at the ostium of the laa, however the closure device was compressed less than 10% and thus, was fully recaptured. The 20mm wds was exchanged for a 24mm wds. After deployment of the 24mm wds, positioning was not adequate, and recapture was performed. The was double curve fxd was exchanged for a was single curve fxd. A new 24mm wds was being inserted when the was single curve fxd was visualized via fluoroscopy to have moved. Contrast assessment was performed to evaluate the location, and the was single curve fxd was confirmed to no longer be in the laa, but rather in the pericardial space. Wds deployment was attempted, however resulted with the closure device halfway in the laa and halfway in the pericardial space. A full recapture was performed and the device was re-deployed in a more proximal position, however the closure device was canted and compression was under 10%. A pe was then visualized resulting from a perforation in the laa, and a pericardiocentesis was performed. The closure device was left in place (still attached to the core wire), as it was noted to be slowing the pe. Pericardiocentesis was unsuccessful at fully treating the pe, and cardiac surgery was required. The closure device remained in place until the perforation was surgically closed, then it was fully withdrawn. A clip was applied to seal off the laa. The patient tolerated surgery, is in recovery, and doing well.